Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a service required code was observed. The device's sensor board needs replaced to address the issue.

Manufacturer narrative:
On previously reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a service required code was observed. The device's sensor board needs replaced to address the issue. The device's oxygen blending module board was replaced to address the issue.